Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion #1 was located in the left main coronary artery (lmca) with 80% stenosis and was 12 mm long, with a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.50 mm x 16mm promus premier stent. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject expired. No further action was taken. The primary cause of death is unknown. It is unknown if an autopsy is performed or not.